Manufacturer narrative:
Pump logs demonstrate that at approximately 12:00 am on (B)(6) 2024, the user changed the cartridge and filled the tubing on their pump. Shortly thereafter, the user experienced severe hyperglycemia and remained in a severe hyperglycemic state for 27 hours; during this time, the user¿s cgm levels would have displayed as high, indicating that their blood glucose level was greater than 400 mg/dl. The log review indicates that the pump was functioning as intended during these 27 hours, evidenced by the 15 boluses delivered and the increase in basal insulin delivery. The log review also indicates that between the hours of 9:56 am and 6:33 pm on (B)(6) 2024, the user responded to pump alerts regarding their high blood glucose levels. After 6:33 pm on (B)(6) 2024, while the pump continued to give high alerts, all user interaction with the pump ceased, indicating that the deleterious consequences of severe hyperglycemia were well advanced and the user was unable to respond. The software problem subsequently identified by tandem did not occur until after these events took place ¿ nearly 9 hours after the user¿s last interaction with the pump, indicating it did not cause or contribute to the user¿s condition or death.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. Per the reporter, the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor (specific value not provided) prior to passing away. Additionally, when the reporter discovered the customer as deceased, the customer's pump was displaying a bg value of 40 mg/dl. The extent that the bg contributed to the event was not known. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. A review of pump data will be performed, and the results will be submitted in a supplemental report.